Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering evaluation completed by ad on 31 mar 2020. Visual evaluation: the returned tri-drive handle was functionally checked with a 38mm modular reverse cannulated reamer (c/n: 321-35-38 , l/n: 51569011) and presented mating difficulties. The sleeve appears to retract properly, however the device would not engage the reamer. This is consistent with the reported event. The mating difficulty is likely the result of the missing ball bearing. Design-related issues: the design of the tri-drive cannulated handle has been in the field since 2009. Exactech is aware of 9 similar complaint reports involving 16 tridrive cannulated handle due to assembly difficulties since 2009. This issue does not appear to be design related. Mfg-related issues: exactech is aware of 2 other complaints involving parts from this manufacturing lot of 60 units, which have been in the field since 2017. The manufacturing records for this device only exist in paper form and are stored in cardboard boxes at iron mountain. Due to risks associated with covid-19 transmission, the physical manufacturing records for this complaint will not be reviewed. Exactech will continue to monitor this complaint type and, if warranted, will escalate any positive trends to the corrections and removal committee (crc) for additional actions. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the racr. The assembly difficulty reported in (B)(4) was likely the result of a missing ball bearing, which prevented the attachment feature from properly engaging a mating device. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. No delay in surgery or patient adverse event. Per the engineering evaluation, there were no pieces left in the patient. An investigation was conducted; the assembly difficulty reported was likely the result of a missing ball bearing, which prevented the attachment feature from properly engaging a mating device.

Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced difficulty with the tri-drive modular handle. The device would not hold any of the fittings. New information was received 1 aug 2021 stating that during a routine warehouse check the device condition was discovered. The modular tri driver from the glenoid tray is not able to secure any fittings including reamers and drill bits. Did not cause any issues during a case. Per the engineering evaluation, there were no pieces left in the patient. No additional information. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. No delay in surgery or patient adverse event. Per the engineering evaluation, there were no pieces left in the patient. An investigation was conducted; the assembly difficulty reported was likely the result of a missing ball bearing, which prevented the attachment feature from properly engaging a mating device.